Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with an ep shuttle generator where the foot pedal got stuck and a startup error was experienced. During the procedure, it was noted that all of the numbers (impedance, power, temperature) on the ep shuttle were frozen, so a restart was attempted. This resulted in an audible alarm and a red light indicator. The foot pedal was unplugged in the control room, and the stop button was pushed on the generator to clear the alarm. However, when the pedal was plugged back in, the alarm immediately sounded, and ablation began. Once again, the pedal was unplugged, then replaced with a pedal from a different lab which resolved the issue. The case then continued, and was completed without patient consequence. When a foot pedal becomes stuck, the risk of injury to the patient (such as perforation or tamponade) increases as a result of unwanted ablation. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a procedure with an ep shuttle generator where the foot pedal got stuck and a startup error was experienced. The foot pedal was evaluated, and was found to be defective. A short in an internal mechanical connection was causing the foot pedal to be permanently in an active state. Replacement of the foot pedal resolved the issue. The generator in use was working within specification. During the start-up self-test, the generator displays an error message if an active foot pedal is connected to the generator. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint is confirmed.